Event description:
Device 1 of 2. Reference MFR. Report # 1627487-2014-20093. The patient has two scs ipgs. It is unknown which one is related to the issue, therefore, both are being reported. It was reported the patient is experiencing discomfort and burning pain at the scs ipg pocket site that is located at her belt line which becomes worse with stimulation. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report# 1627487-2014-20093. Further investigation identified the allegation is for device 1. The ipg was explanted and replaced with the new one which resolved the burning sensation at the ipg site.